Manufacturer narrative:
Information contained in this report was previously submitted through asr on 23/apr/2012, 17/jul/2014, and 18/apr/2016. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of "capsular contracture, nipple discharge, and raynaud's phenomenon" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade iii, nipple discharge, and raynaud's phenomenon.

Event description:
Patient reported "deflation", "firm and looks abnormal due to capsular contracture," baker grade iii, "nipple discharge" and "raynaud's phenomenon." Patient additionally reported "pain¿, ¿lumps¿, and ¿the implant is enlarged". Device remains implanted. This record is for the left side.